Manufacturer narrative:
Concomitant products : 4193-88 lead, implanted (B)(6) 2007; 5568-53 lead, implanted (B)(6) 2007.

Event description:
It was reported that there was premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.